Manufacturer narrative:
(B)(4). (Therapy date): original implant date reported as approximately 5 months prior to explant on (B)(6) 2016. Date of event reported on initial medwatch as both (B)(6) 2016 and unknown; unknown date of event is correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. It is unknown when plate breakage and non-union occurred. (B)(4). Original implant date unknown. Device is unavailable for return. Therapy date unknown. Reporter telephone number listed as (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a femur fracture was threaded with a variable-angle locking compression plate (va-lcp) in combination with screws. On (B)(6) 2016 the patient was revised due to non-union and the plate breakage. The implantation was performed on an unknown date approximately 5 months prior. The broken plate and unknown quantity of unknown screws were completely removed intact. The patient was revised to a new va-lcp plate and screw construct with infuse at the fracture site. Patient had a normal post-operative recovery after revision surgery. No surgical delay was reported. Concomitant parts reported: unknown quantity screws, unknown art. Unknown lot. This is report 1 of 1 for com-(B)(4).